Event description:
Upon examination of a returned mask it appears the airway tube has split at the connector end. There was no report of any pt problems or injury. An MDR is being filed with the MFR even though there have been no reports of pt injury associated with failed airway tubes, as theoretically as broken airway tube could cause injury to a pt.